Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for investigation. Visual inspection found that the downstream occlusion (dso) seal was delaminated. Error code 45169 was found in the event log. Service history identified the complaint was not related to a previous service of the device within the review period. The error code was reset and the dso seal was replaced. Pump passed all tests following repair.

Event description:
Analysis of the returned device found a delaminated downstream occlusion seal. It is unknown if there is patient involvement. No patient harm/adverse event was reported.